Event description:
It was reported that the patient developed an infection at the site where the stimulator was placed. The patient was on a heavy regimen of antibiotics. The patient is in a nursing home, and the device hasn't been activated. The patient representative is wondering if the patient can be programmed at the nursing home, as they might be there for another month. Pss agent sent a message to the field rep to find out about programming the patient at the nursing home.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.